Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice automated pd set with cassette was leaking from the bottom of the cassette. The leak was discovered when the customer was removing the cassette from the homechoice during an unspecified process step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.